Event description:
It was reported by parkinson et al in a literature publication titled ¿cervical arthroplasty complicated by delayed spontaneous fusion¿ that: a (B)(6) woman presented with a 3-month history of neck pain after undergoing chiropractic manipulation. This was accompanied by paresthesia in the left arm, affecting the thumb, lateral two fingers, and the lateral aspect of the forearm, which initially responded to conservative therapy but recurred with c-6 weakness. Magnetic resonance imaging demonstrated c5¿6 osteophytic bar and disc protrusion and consequent compression of the left c-6 nerve root. Dynamic radiography revealed preservation of normal motion at this level. The patient underwent a c5¿6 anterior cervical decompression and placement of bryan disc prosthesis. The patient continued to complain of neck pain after the procedure, with variable improvement in her arm symptoms. She was neurologically intact. She continued to take antiinflammatory medication. Her response to physical therapy did not involve dramatic reductions in postoperative symptoms. She underwent serial radiological and clinical follow-up examinations. Movement was not demonstrated radiologically at the c5¿6 level. She continued to complain of neck and arm symptoms that were better than her preoperative symptoms but not completely resolved. Seventeen months after surgery, plain radiography and CT scanning demonstrated bone bridging at the c5¿6 interspace posteriorly adjacent to the arthroplasty site. Spondylotic lipping at the c4¿5 and c6¿7 levels also appeared to have progressed.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.